Event description:
Customer reported that he was hospitalized and was in intensive care unit due to high blood glucose. Customer blood glucose reading at the time of hospitalization was 500 mg/dl. Customer stated that the insulin pump was not delivering insulin. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.